Event description:
It was reported that the saline tubing kink, dr tried to prime before the procedure was started and get the saline flow but failed, one electrode at the tip was broken/ melted because of the overheated generated. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows extensive electrode erosion on the top electrode with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. There are no manufacturing abnormalities visually observed with the returned wand. An inspection of the customer provided video shows a kink in the tubing. During functional evaluation the device was connected to a compatible coblator ii controller and performed on the remaining parts of the electrodes. The suction line was tested and performed as intended; the saline line was tested and performed as intended on all three openings; the complaint was verified as the electrodes experienced extensive erosion, the root cause was determined to be due to component failure. Factors of the reported incident includes (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation (5)fluid management. There are no indications to suggest the device did not meet product specifications upon release into distribution.